Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: insulation insert is broken off due to degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the endoscope sheath to the service center for evaluation related to a separate issue. During testing, the field service engineer identified the device insulation insert is broken off. There was no patient involvement.